Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the arm. The patient stated father stated that upon removal of the sensor, there was inflammation at the insertion site and since he did not see the sensor wire, he felt that it may had been retained. Further contact was made with the patient's father on (B)(6) 2017 and he stated that he drove the patient to (B)(6) hospital on (B)(6) 2017. Two x-ray images were performed, and the x-ray image results did now show a retained sensor wire. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail - sensor wire is missing the problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wires was confirmed. A root cause could not be determined.